Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.109m plus blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: during use, the customer found 1ea tube has no draw issue. No pic. No sample.